Manufacturer narrative:
Date of event is unknown therefore the date of the article was used reported via journal article: pandey, amitabh c. "Prolapse of left atrial appendage during transcatheter left atrial appendage closure" cardiovascular flashlight. 2019: p2998. Doi:10.1093/eurheartj/ehz533.

Event description:
Reported via journal article. It was reported that during recapture the laa inverted requiring intervention. A left atrial appendage (laa) closure procedure was performed. Intra-procedural transoesophageal echocardiogram (toe) was used to size the laa and a 27mm watchman laa closure device was selected. The device was placed but needed to be repositioned. As the device was recaptured for repositioning, it was noted on toe as well as fluoroscopy that the laa had prolapsed and was essentially inverted into the left atrium (la). The laa remained prolapsed after a period of monitoring despite an elevated la pressure. Both fluoroscopy and toe were used to asses for perforations, with none being present. Using fluoroscopy and toe guidance, a pigtail catheter was used, in conjunction with puffs of contrast, to help push the laa back to its original position. Subsequently, a 27mm watchman device was successfully deployed for laa closure. A 45-day post-laac toe demonstrated complete seal of the laa without any significant leaks noted.